Manufacturer narrative:
Analysis of lead (lot # va0pnsw) found no anomaly. The lead was functionally okay, but the stylet was bent. Analysis of lead (lot # va0q172) found the outer insulation of the lead body wad damaged at the depth stop site. A short in the lead could not be confirmed in the analysis lab, however, there is evidence of depth stop damage in the lead insulation and stylet wire 2.8 cm from the proximal end.

Event description:
It was reported there were two defective leads. One of the leads was bent/kinked at the middle of the lead. It was still in the package and was not used. The second lead gave poor impedance reading on electrode 0/1 contact. Both device issues occurred on the same patient and the patient had no injury. Additional information received reported that one lead was bent and the other lead had impedances of 31 ohms between contacts 0 and 1. The lead was tested after it was implanted and there was no efficacy or side effects. Impedances were then tested and a short was found. A new lead was implanted and the patient had efficacy and the appropriate side effects. Additional information received reported that there were concerns with lead issues. The manufacturing representative stated the healthcare professional (hcp) was very concerned with a defective lot or quality issue. Prior to implant the leads were tested with external neurostimulator (ens). The impedances were measured to be low so the lead was not implanted and the lead was replaced. The manufacturing representative was not sure about the bent lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0q172, product type: lead; product ID neu_stylet_acc, product type: accessory; product ID neu_stylet_acc, product type: accessory; product ID 3389s-40, lot# va0pnsw, product type: lead; product ID 3389s-40, lot# va0q172, product type: lead; product ID neu_unknown_lead, lot # unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.